Manufacturer narrative:
One used lf1737 ligasure device was received, and an evaluation of the returned sample confirmed an issue with detached pieces from the jaw. Visual inspection found the overmold on both sides of the jaw were damaged and missing pieces of plastic. The pieces were not returned. A review of the device history records for this lot found no potentially contributing factors from the manufacturing process. The investigation identified the root cause of the reported event to be user error, where the damage observed is consistent with dropping the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device had an alarm issue. There was no patient injury. Examination of the received device by medtronic found the overmold on both the upper and lower jaws are damaged and missing plastic. The missing pieces were not returned, and the customer has been notified of the issue.